Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and the returned sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation, however, 38 unused samples were returned for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of 38 unused samples from the reported product code/lot number combination. Visual inspection revealed no defects. The angle of the safety shield was inspected and confirmed to meet manufacture specification. Activation of safety shield was conducted successfully and revealed no defects. Specification. Breakage resistance test after activation of safety unit was conducted and revealed no defects. Function testing was conducted and could not reproduce the reported defect. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - not required for this product code/lot number combination. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported a needle stick with the involved surshield winged infusion set. Follow up communication with the user facility confirmed the following information: the lab tech used the product on the patient and noticed while deploying the safety device it was split down the middle; the device was disposed of in a sharps container; prior to this incident two of the techs were stuck with a needle; and the tech indicated it may have been the glove that caused the safety device to grab the excess of the glove; and a lab tech went to the ER to get checked out, but came back to work after. Additional information was reported on 5/17/17 that (B)(6) 2017 was the second needle stick, and the patient did test (B)(6). The tech that got stuck was (B)(6) and what they would tell me is the patient walked in as an outpatient and left after his appointment. There was no blood loss for the patient, and the tech either used a syringe or vacationer (they don't remember which) with the butterfly. The needle stick occurred after the blood draw when the tech was going to activate the safety device. Patient was not affected by the techs needle stick nor was their procedure.

Manufacturer narrative:
This report is being sumbitted as follow up no. To provide the retention sample evaluation results. The actual device has not been returned to the manufacturing facility. Therefore, the investigation is based on the user facility information and evaluation of retention samples from the reported product code/lot number combination. Visual inspection revealed no defects. The angle of the safety shield was evaluated and confirmed to meet manufacturer specification. The safety unit was successfully activated, and revealed no damage had been made. Breakage resistance test was conducted and revealed no defects. Functional testing was conducted and could not reproduce the reported defect. A review of the manufacturing record of the product code/lot# combination was conducted with no relevant findings. A review of the complaint record for the last two years was conducted and found six similar complaints. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) co., ltd. (Manufacturer) registration no. 3004102031. Exemption number e2015024. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.